Event description:
Baxter reported "tube came off from the main body" of the transfer set. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.